Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the lens was rotated. Based on the new info received, the lens was repositioned however the refractive outcome was bit off. The surgeon contributes this to the patient's history of high myope.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).